Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the tip of the drill has fractured off. The fractured piece was not returned. The cutting flutes are damaged. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The device was manufactured in 2013. The drill potentially fractured by ductile tensile overload due to a torsional load applied to the drill. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a primary hip surgery was delayed by more than 30 minutes due to difficulty advancing drill in bone.